Manufacturer narrative:
Unit received with blank flashing white lcd with constant beeping audio due to cracked on lcd controller. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose level was 68 mg/dl at the time of the incident. The customer reported that the insulin pump was making noise and customer was not able to clear off the insulin pump alert. The customer stated that buttons were neither pressed nor accidentally pressed and notification light was not blinking. The insulin pump will be returned for analysis.